Event description:
On (B)(6) 2012, a customer called to report receiving a reading on her adc meter that was "lower than her doctor's meter." The customer reported that on (B)(6) 2012 around 10am, she felt symptoms of "confusion, lightheaded and a headache so decided to perform a blood test receiving a reading of 100 mg/dl, and called a nurse because of her symptoms, who said to call 911." The customer called paramedics who obtained a reading of 195 mg/dl on their meter. The customer was transported to a hospital, and reported treatment with an unknown amount of insulin at the hospital. Prior to completion of the medical survey, the customer stated she could not stay on the phone, but agreed to call back. Two additional attempts were made to contact the customer without success. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one reported was found in the meter's memory. In addition, retained test strip samples from the same lot reported by the customer (1175011) were tested with control solution instead. All results were within the range specification and no errors were observed. (B)(4).